Event description:
Patient's pacemaker under st. Jude medical/abbott advisory for moisture ingress into header causing device to malfunction. Patient is dependent on device. Patient had appointment with dr and opted to have generator changed. Patient is scheduled 2 weeks later for pacemaker generator change.